Manufacturer narrative:
No device or treatment complications were noted during the procedure. The physician saw the patient every 2 weeks post-procedure for follow-up. The plantar fascia was improving each time. On the 3rd visit (5-6 weeks post-op), the patient reported pain in the foot near the treatment area. The area was imaged. A piece of metal was identified in the fat layer nearby and removed percutaneously during the visit without issue. The metal piece was apparently a section of the needle from the microtip used during the earlier tx procedure. Due to the lingering neuropathy on either side of the foot (and other areas of the body) that presented prior to the tx procedure and remained after follow-up, the patient was referred to neurology at the 3rd follow-up visit. The physician did not think the neuropathy was related to the plantar fascia treatment or tx device.

Event description:
There was a needle break and retained needle fragment during a plantar fascia procedure. The plantar fascia treatment was successful. The needle piece was later identified in nearby fatty tissue and removed percutaneously without incident during a post-op follow-up visit. No peripheral injury or complications related to the needle retention and removal were noted.